Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 400 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air were found. History and settings all appeared correct. Customer was advised to change the entire set, reservoir and insulin. Nothing further reported.